Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) disabled the smart pass filter due to premature ventricular contractions (pvc) with low amplitude signals. No inappropriate shocks were delivered. The physician expressed concerned about t-wave oversensing in atrial fibrillation (af) episode #21. Boston scientific technical services (ts) noted the physician shouldn't be overly concerned as long as the pvc burden is not continuous (> 5 pvcs in a row). No intervention was performed and the patient will be monitored. No adverse patient effects were reported. The device remains implanted and in service.